Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly. The pt component is responsive to input, however the output differential voltage (odv) is near the minimum acceptable value. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential pressure transducer failed calibration testing. The issue occurred during patient use, the customer reported there is no patient consequence associated with the event.